Event description:
A patient returned to the office four days following a nevus removal on the upper thight with a small opening of the wound. The patient reported that he ran into a metal corner and hit the incision area. Bactriban ointment and keflox were prescribed at that time. The patient then returned seven days later and the incision was totally dehisced. The surgical site was allowed to heal by secondary intention.